Manufacturer narrative:
The device br16025 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery the surgeon was not able to have a full view of the trajectories because the software was locked in a trajectory and an unexplained shutdown occurred.

Manufacturer narrative:
It was reported that during a surgery two issues occured. According to the results of the technical investigation the device shutdown was caused by a design defect. The locked view along mode root cause could not be determined on this occasion.